Event description:
The customer reported that the insulin pump alarmed motor error several times during prime and bolus. Troubleshooting was performed. It was stated that the reservoir was removed the night before and insulin leaked into the reservoir compartment. Ran a displacement and self test and the device passed the tests. Advised the customer to contact the doctor for a back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.